Event description:
The dr reportedly experienced a corneal burn during a routine phacoemulsification procedure. The dr indicated that the handpiece became hot. The burn was reported as minor and the pt did not require additional sutures.